Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bent driveline controller connector pins was confirmed through an onsite evaluation by an abbott representative. A specific cause for the reported event could not be conclusively determined. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. (B)(6) remains in use on the mock loop. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 14jan2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 ¿system operations¿ contains information on how to correctly connect the driveline to the system controller (subsection ¿system controller driveline connector¿). Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a driveline repair was performed on a heartmate ii mock loop, as the connector end had bent pins and could no longer be used.